Event description:
It was reported the patient had telemetry issues and difficulty charging. When the patient went to recharge the implantable neurostimulator (ins) after implant they had eight coupling bars at first, but then they had zero coupling after they walked a while in the hospital. To troubleshoot, the recharger antenna was repositioned, the antenna dial was turned, and three different rechargers were tried. The ¿physician recharging function¿ was also tried. The clinician programmer and patient programmer were able to communicate with the ins normally. Impedances were measured to be normal. The ins was working, but the battery level was low. An ap and lateral x-ray were scheduled to check the position of the ins. The problem was determined to be the ins pocket being two centimeters thick. A revision was done to make the pocket thinner. Following the revision, the patient was able to get six coupling bars.

Manufacturer narrative:
(B)(4).